Manufacturer narrative:
Additional information regarding patient's blood glucose levels were added.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose of 25mg/dl, at the time of the incidents. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having issues with calibrations. The customer stated his transmitter was not regulating their blood glucose and wanted a replacement. No further information was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose, with unknown blood glucose levels at the time of the incidents. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having issues with calibrations. The customer stated his transmitter was not regulating their blood glucose and wanted a replacement. No further information was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir; ozo- mmt-7020-sensor.